Event description:
It was reported that a few days after implant, the left ventricular (lv) lead was causing phrenic nerve stimulation. The lv lead polarity was reprogrammed and the lead remains in use. It was also reported that the right ventricular (rv) lead outputs were then decreased for the extracardiac stimulation. The rv lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead implanted: (B)(6) 2013. (B)(4).